Manufacturer narrative:
The field service engineer (fse) confirmed the fluid leak at line vl3a and discovered solenoid vl118 failed. The fse replaced the tubing and solenoid and completed the system test. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).

Event description:
The customer reported approximately twenty (20) milliliters of clear fluid leaked from under the instrument onto the countertop during system startup involving coulter lh 780 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. The instrument was not in use. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.